Event description:
The customer, a biomed, contacted physio-control to report that during a routine check of their device, the unit would not detect that the test plug was plugged into the quik-combo therapy cable. The customer then attempted to test the device using a set of hard-paddles and received an "abnormal energy delivered" message. Based on the information provided by the customer the unit would not likely detect a patient load and, as a result, would not be able to provide defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly but could not duplicate the reported issue. Physio observed that there was some wear on the apex pin and pin 11, which is used by hard-paddles, but it always had connectivity when tested and manipulated while using both hard-paddles and a quik-combo therapy cable. The cause of the reported issue could not be conclusively determined.